Manufacturer narrative:
Findings: the formatted history file listed a normal bolus amount of 12.35 units was programmed and delivered and there was a normal bolus amount of 20.5 units was programmed and delivered. The button event file confirmed the boluses listed above were manually programmed by the customer. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Then the unit was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the summary screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. Unit uploaded properly using carelink personal and carelink pro. No unexpected errors noted during the carelink uploads. Unit had scratched case and a pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump possibly delivered insulin without command. The customer's blood glucose level was 2.1 mmol/l at the time of the incident. It was reported that twenty units of insulin was delivered but customer's mother was unsure if the customer took this or the insulin pump delivered it without programming. The insulin pump will be returned for analysis.